Manufacturer narrative:
(B) (4).

Event description:
The patient was not able to adjust stimulation or turn off the implantable neurostimulator with the patient programmer. The programmer 9 volt battery had not been changed in 8 months. The patient was instructed to change the battery and call patient services if that did not resolve the problem. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.